Event description:
The customer reported one cup of fluid leaked underneath the coulter lh 750 hematology analyzer onto the counter and the instrument was generating "sheath tank not full" errors. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the tubing from pinch valve (vl108) came off the fitting and caused the leak. The fse reattached the tubing and the instrument ran without any leaks or 'sheath tank' errors. The leak had damaged the diluter control card causing 'cassette load' errors. The fse dried the diluter control card and proper operation was restored to the cassette load. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).